Manufacturer narrative:
Pump passed displacement, rewind, basic occlusion, occlusion, prime and system sensor and excessive no delivery test. No excessive no delivery alarm noted. No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while trying to deliver a bolus. Customer does not recall any significant events leading to the error. Customer's blood glucose was 198 mg/dl at the time of incident. Troubleshooting was done for no delivery but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.